Manufacturer narrative:
Additional contact: (B)(6). Occupation: supervisor pharmacy.

Event description:
Information was received indicating that there was an issue while using a smiths medical cadd extension set on a chemotherapy patient. When the patient returned to the clinic to get the infusion taken down, the pouch was saturated and the tubing was broken. The tubing broke off at the luer lock end. The patient did not receive the prescribed chemotherapy and it was unknown how much medication actually infused. There was a large amount of medication remaining in the pump pouch. There was no clinical or patient injury.